Event description:
Baxter (B)(4) received a report that a 12.5 ml/hr infusor overinfused during patient use. The device was filled with 200 ml naropreine. After 6 hours of patient infusion 12 ml of the solution was left undelivered to the patient. The total infusion was expected to last 16 hours. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Upon receipt, visual inspection of the sample detected the pcm shipping tab was not removed and the tubing was not clamped. The flow rate set on the multirate control module was 12 ml/hr. An accuracy flow test was performed on the sample for 9 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 21.4 ml/hr, normalized flow rate = 21.9 ml/hr, specification range = 19.8 - 24.2 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. Based on the evaluation results, the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.